Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a cracked keypad overlay, a cracked case behind the pump near the battery tube compartment, a pillowing keypad overlay and a cracked retainer. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had broken. The customer also stated that the pump has neither been bumped nor dropped. The reservoir can lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.